Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic with palpitations. Upon review, the right atrial lead exhibited low pacing impedance and noise that led to inappropriate automatic mode switch. The noise was reproduced with isometrics. Programming changes were made and the palpitations subsided. The patient was in stable condition.